Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: concomitant device reported: unknown slap hammer (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.812.521; lot: l916575; manufacturing site: hägendorf; release to warehouse date: october 10, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The returned advanced applicator outer shaft and the advanced applicator inner shaft were forwarded to the manufacturing site and were checked for conformance to the specifications. The review of the device history record revealed that the applicator inner shaft was manufactured in october 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No non-conformances related to the reported complaint condition were identified. Summary of manufacturing evaluation: the advanced appl. Inner shaft is in proper condition. The visual inspection did not find any sign of a heavy usage. Functional tests were executed. Measuring the returned device, it was noted that the effective actual value of the ¿opening¿ is below the specification. The device did not pass the dimensional inspection. However, it is not possible to correlate the dimensional issue to the complaint. According to the complaint description, the cage disengaged from the two advanced applicators. Performing functional test, it was not possible to replicate the complaint. According to evidence, it is not possible to address the final root cause to a manufacturing issue. The manufacturing process was performed according to pqp (product quality plan) and all functional test were recorded. Misuse of the device is most likely to address as root cause. Not careful use may have led to the bending of the clamp causing the reduction of the opening distance. Furthermore, it was not possible to correlate this issue to the complaint description. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a one level spinal fusion on (B)(6) 2019, the position of the transforaminal posterior atraumatic lumbar (t-pal) cage was too much anterior. The surgeon used the 12mm shaver to prepare the disc space and then tried to implant the t-pal cage (12mm). While having the inserter in position 1, the cage was inserted too far anterior (about 1cm). The surgeon tried to remove the cage, but the implant deployed from the instrument. The cage was re-engaged with the inserter and the cage was fully removed (instrument in position 1) out of the disc space. After that the cage was again inserted in position 1 into the disc space. To place the cage into the final position, the instrument was set in position 2. When impacting on the instrument, the cage didn¿t turn enough medial and moved anterior out of the disc space. The surgeon tried remove the implant with the slap hammer (instrument in position 2). While trying to remove the implant, the implant deployed from the instrument. It was not possible to re-engage the implant with the instrument. The surgery was finished unsuccessfully, without removing the cage. There was a thirty (30) minute surgical delay. In a first revision surgery, an anterior approach was used to remove the t-pal cage. In a second revision surgery, a non-synthes cage was implanted. Patient status is unknown. This report is for a t-pal advanced applicator inner shaft. This is report 3 of 4 for (B)(4).